Manufacturer narrative:
The target lesion for the index procedure was the first obtuse marginal (1st om). The lesion was reported to be: de novo, type c, 70% occluded, 3.25 mm in diameter, 23mm in length, irregular, eccentric and with little or no calcification or thrombus present. The lesion was pre-dilated with a 2.5 x 18 mm balloon at 18 atm. Two cypher select plus stents were implanted in overlapping fashion. The 3.0 x 23 mm stent was post-dilated with a 3.5 x 8 mm balloon at 30 atm due to under-expansion. A satisfactory result was obtained. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A male pt with a history of obesity,smoking, diabetes and previous mi experienced a thrombotic event and mi and subsequently expired seven days post cypher stent implantation. Initially, the pt was admitted with recent non-q wave mi and underwent an elective angiogram that revealed an lvef of 30-50% and three-vessel disease. This pt's history, presentation with a recent mi and extensive cardiovascular disease put him at increased risk for mace. Of note, the pt's pre-procedural cardiac enzymes were within normal limits. Pre procedural medications included asa and plavix; while intra procedural medications included asa, plavix and unfractionated heparin. The pt did not receive a gpiibiiia and the performance or recording of acts was not reported. The intermediate lesion was descried as adjacent to the omb, de novo, type c, 70% occluded, 3.25mm in diameter, 23mm in length, irregular, eccentric and with little or no calcification or thrombus present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. This lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 18 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. This stent was then post-dilated. This was followed by the overlapping placement of a 3.00 x 8 mm cypher stent at a maximum inflation pressure of 17 atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged from the cath lab on medications that included asa and plavix. Of note, the pt's post procedural troponin levels were five or more times above the upper normal limits. The treatment of the pt's other diseased vessel was deferred to a later date for what was reported as the pt's safety. The pt was discharged form the hospital the next day on medications that included asa and plavix. Seven days after the index procedure, the pt returned for the second half of his staged procedure. During the treatment of the circumflex and/other unk lesions, thrombus was noted in the pt's proximal circumflex and in the proximal to mid rca that was complicated by occlusion of the rvd branch, ventricular fibrillation and cardiogenic shock. Despite all efforts to treat this pt, he expired. The products remain implanted in the pt and are thus not available for evaluation. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. Based on the information provided, there are pt, vessel and procedural factors that may have contributed to these events. In addition, these events may be more closely associated with the second interventional procedure than with the cypher stents implanted during the index procedure. Please note tha this is the initial/final report for this product. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01622 and # 9616099-2007-01623.

Event description:
The report received from the database indicated that the pt had three-vessel disease and had one lesion treated during the index procedure. A staged procedure was planned at the time due to cardiovascular safety. The indication for the index procedure was a recent non-q-wave myocardial infarction (mi) and resting ECG changes. Two (2) cypher select plus stents were implanted electively: a 3.0 x 23 mm stent at 18 atm, and a 3.0 x 8 mm stent at 17 atm. There were no reported procedural complications. The pt's cardiac enzymes were elevated post-procedure with the peak ck being two (2) times the upper limit of normal uln, and the troponin greater than or equal to five times the uln (=>5 times uln). Pre-procedural cardiac enzymes were not done. The pt was discharged the day after the procedure. The pt returned one (1) week after the index procedure for a planned staged procedure. The proximal and mid right coronary artery (rca) and circumflex lesions were treated during this procedure. The pt developed thrombosis of the previously implanted cypher stents and of the rca. The pt developed ventricular fibrillation (vf), mi, and refractory cardiogenic shock. An intra aortic balloon pump (iabp), an extracorporeal membrane oxygenation (ECMO) device, re-percutaneous coronary intervention and abciximab were used to treat the pt unsuccessfully. The pt expired the next day. No autopsy was done. The event had a possible relationship to the study devices/procedure.